Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory had an observation relating to the detection. Analysis of the device memory had an observation relating to the sensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. Prior to death, the patient felt breathlessness and discomfort for twenty to thirty minutes. It was also reported there was a sensing/detection problem; there was a lot of interference in the atrial and ventricular channels of the device. Additionally, inappropriate therapy was delivered and the patient experienced an arrhythmia.